Manufacturer narrative:
(B)(4).

Event description:
It was reported that far field r-wave oversensing was observed through merlin.net transmission. Patient was asymptomatic. Review of session records revealed that the auto mode switching episodes were pseudo-pseudofusion episodes. Programming changes were recommended. Patient will be scheduled for follow-up.